Manufacturer narrative:
Based on the philips field service engineer (fse) investigation summary, the device was checked and tested within specifications without any device malfunction. The device was confirmed to be operating per specifications and no failure was identified, therefore the cause of the reported event remains unknown. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The investigation concludes that no further action is required at this time. The complaint will be processed for closure. If additional information becomes available, the complaint will be re-opened, and supplemental reporting will be completed.

Event description:
It was reported that the defibrillator may have overshocked the patient as the patient reacted unexpectedly. The customer advised the reported incident was that 5.01 joules was delivered to a 60 kg patient but almost lifted the patient off the table. The staff in the room have concerns that the patient received more than they should have from the defibrillator. The customer indicated the device was being used during an open-heart surgery on a child. They reported that an internal shock was delivered during an unplanned cardiac arrest resuscitation. The single delivered shock had the desired therapeutic effect, and no further intervention or alternative device was required. This report is being updated from a serious injury to a product problem as there was no deterioration in the health of the patient or harm reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that the defibrillator may have overshocked the patient as the patient reacted unexpectedly. The customer advised the reported incident was that 5.01 joules was delivered to a 60 kg patient but almost lifted the patient off the table. The staff in the room have concerns that the patient received more than they should have from the defibrillator. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.